Event description:
New information received notes that the patient presented in clinic for follow-up with the device showing post-paced t-wave oversensing. The patient received inappropriate atp and hv therapy. The device was reprogrammed again and remains implanted, and the associated lead was capped and replaced.

Event description:
It was reported that intermittent ventricular undersensing was observed. The device had previously been adjusted for t-wave oversensing and in the subsequent months, the r-waves had diminished considerably. The device was reprogrammed and remains implanted.

Manufacturer narrative:
No medwatch form was received.